Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), genital haemorrhage ('excessive bleeding'), uterine haemorrhage ('problem/aub'), diverticulitis ('gastrointestinal or digestive system condition (ibs/diverticulitis)') and autoimmune anaemia ('autoimmune disorder - type of disorder: anemia') in a 31-year-old female patient who had essure (batch no. A96862-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2013, multi gravida, parity 4 ((B)(6) 2001, (B)(6) 2005, (B)(6) 2010 and (B)(6) 2013) and multigravida. On (B)(6) 2015 office notes- essure hsg normal, though complaining of menometrorrhagia. On (B)(6) 2015 office notes- essure hsg normal, was treated in (B)(6) for menometrorrhagia, had 2 cycles improved following last cycle was extremely heavy with clots. Previously administered products included for an unreported indication: valtrex. Concurrent conditions included psoriasis since (B)(6) 2017, hyperlipidemia since (B)(6) 2017, weight gain since (B)(6) 2017, gastroesophageal reflux disease since (B)(6) 2017, anxiety since (B)(6) 2017, excess sweating since (B)(6) 2017, menometrorrhagia since (B)(6) 2015, shingles since (B)(6) 2015, body mass index normal, rubber sensitivity, cobalamin deficiency, adverse drug reaction nos, alcohol use, smoker and vitamin d deficiency. Family history included diabetes (mother), hypertension (mother), thyroid disorder (mother) and breast cancer (grandmother maternal and paternal). Concomitant products included valaciclovir hydrochloride (valtrex) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain, daily severe and frequent abdomen pain"), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vagina, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vagina, menorrhagia)"), migraine ("migraine headaches, migraines / headaches (worsened after essure)"), fatigue ("fatigue"), nausea ("nausea"), visual impairment ("vision problems") and abdominal distension ("severe bloating in my stomach"). On (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs/diverticulitis)"), 14 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced autoimmune anaemia (seriousness criterion medically significant) and mood swings ("mood swings, hormonal changes(mood swings)"). On (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), abdominal pain upper ("stomach pain (worsened after essure)"), hypersensitivity ("allergic or hypersensitivity reaction") with pruritus allergic, dermatitis allergic, rash pruritic and rash macular, vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse"), vulvovaginal pruritus ("vaginal itching cramping"), menstrual disorder ("abnormal menstrual cycle"), eye disorder ("eye problems") and vulvovaginal pain ("other (list): vaginal itching cramping"). The patient was treated with acetylsalicylic acid; caffeine;paracetamol (excedrin migraine), alprazolam, cetirizine hydrochloride, diphenhydramine hydrochloride, hyoscyamine, medroxyprogesterone acetate (provera), ondansetron and vitamin b12 (cyanocobalamin and analogues). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, genital haemorrhage, uterine haemorrhage, diverticulitis, autoimmune anaemia, pelvic pain, back pain, abdominal pain, dysmenorrhoea, abdominal pain upper, hypersensitivity, menorrhagia, vaginal haemorrhage, vaginal discharge, dyspareunia, vulvovaginal pruritus, menstrual disorder, migraine, mood swings, fatigue, nausea, tooth disorder, eye disorder, visual impairment, abdominal distension, irritable bowel syndrome and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, autoimmune anaemia, back pain, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, hypersensitivity, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: trailing essure coils: right-5, left: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), fatigue, menorrhagia, headache, nausea, irritable bowel syndrome, abdominal pain. Most recent follow-up information incorporated above includes: on 11-jul-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), genital haemorrhage ('excessive bleeding'), uterine haemorrhage ('problem/aub') and autoimmune anaemia ('autoimmune disorder - type of disorder: anemia') in a (B)(6) year-old female patient who had essure (batch no. A96862) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida on (B)(6) 2013, multi gravida, parity 4 ((B)(6) 2001, (B)(6) 2005, (B)(6) 2010 and (B)(6) 2013) and multigravida. On (B)(6) 2015 office notes- essure hsg normal, though complaining of menometrorrhagia. On (B)(6) 2015 office notes- essure hsg normal, was treated in (B)(6) for menometrorrhagia, had 2 cycles improved following last cycle was extremely heavy with clots. Previously administered products included for an unreported indication: valtrex. Concurrent conditions included psoriasis since (B)(6) 2017, hyperlipidemia since (B)(6) 2017, weight gain since (B)(6) 2017, gastroesophageal reflux disease since (B)(6) 2017, anxiety since (B)(6) 2017, excess sweating since (B)(6) 2017, menometrorrhagia since (B)(6) 2015, shingles since (B)(6)2015, body mass index normal, rubber sensitivity, cobalamin deficiency, adverse drug reaction nos, alcohol use, smoker and vitamin d deficiency. Family history included diabetes (mother), hypertension (mother), thyroid disorder (mother) and breast cancer (grandmother maternal and paternal). Concomitant products included valaciclovir hydrochloride (valtrex) since 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain, daily severe and frequent abdomen pain"), dysmenorrhoea ("severe abnormal menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vagina, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vagina, menorrhagia)"), migraine ("migraine headaches, migraines / headaches (worsened after essure)"), fatigue ("fatigue"), nausea ("nausea"), visual impairment ("vision problems") and abdominal distension ("severe bloating in my stomach"). On (B)(6) 2013, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition (ibs/diverticulitis)"), 14 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced autoimmune anaemia (seriousness criterion medically significant) and mood swings ("mood swings, hormonal changes(mood swings)"). On (B)(6) 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain upper ("stomach pain (worsened after essure)"), hypersensitivity ("allergic or hypersensitivity reaction") with pruritus allergic, dermatitis allergic, rash pruritic and rash macular, genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse"), vulvovaginal pruritus ("vaginal itching cramping"), menstrual disorder ("abnormal menstrual cycle"), eye disorder ("eye problems"), diverticulitis ("gastrointestinal or digestive system condition (ibs/diverticulitis)") and vulvovaginal pain ("other (list): vaginal itching cramping"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), alprazolam, cetirizine hydrochloride, diphenhydramine hydrochloride, hyoscyamine, medroxyprogesterone acetate (provera), ondansetron and vitamin b12 (cyanocobalamin and analogues). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, back pain, abdominal pain, dysmenorrhoea, hypersensitivity, genital haemorrhage, uterine haemorrhage, menorrhagia, vaginal haemorrhage, vaginal discharge, dyspareunia, vulvovaginal pruritus, autoimmune anaemia, menstrual disorder, migraine, mood swings, fatigue, nausea, tooth disorder, eye disorder, visual impairment, abdominal distension, irritable bowel syndrome and diverticulitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, autoimmune anaemia, back pain, device dislocation, diverticulitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, hypersensitivity, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: trailing essure coils: right-5, left: 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage ( confirming genital haemorrhage), fatigue, menorrhagia, headache, nausea, irritable bowel syndrome, abdominal pain. Most recent follow-up information incorporated above includes: on 2-jul-2019: medical record was received. Lot number were added. On 3-jul-2019: pfs received : new event, "vaginal itching cramping" was added. New reporter contact information was added. Patient's information was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.